Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease flat, calcification (approx. 35%) and opening on anterior. Leak test and microscopic analysis was performed which identified: striated opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening due to surgical damage consistent in the use of some surgical tool. Reason for reoperation: deflation and concern with the product. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side "deflation" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted.